Event description:
On (B)(6)2023 getinge became aware of an issue with one of surgical lights - prc9501. It was stated the corrosion has built up on the fixings of the main tube. We decided to report the issue in abundance of caution as any rust particles falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation device not returned to manufacturer.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
Getinge became aware of an issue with one of surgical lights - (B)(4). It was stated the corrosion has built up on the fixings of the main tube. We decided to report the issue in abundance of caution as any rust particles falling off into sterile field or during procedure may cause contamination. Defective parts prx/prc- 6 preglued screws chc m6x12 (ard367014555) were replaced and device was put back to usage. It was established that when the event occurred, the surgical light did not meet its specification due to rust occurrence and in this way contributed to the event. None of information available to date suggest that at the time when the event occurred the device was being used for the patient treatment. When reviewing similar reportable events for the same device type, we have been able to confirm that the investigated issue has never led to serious injury or worse, to our knowledge. Subject matter experts have investigated the issue and it was concluded maquet sas did not receive enough information to conduct the technical investigation. It is not possible to determine the root cause nor provide the most probable root causes. In case of new relevant information, the case will be reconsidered. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time. Initial reporter: getinge service technician